Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had problems with strong shocking since she was implanted. In the past programming the patient had some real strong shocking and she wanted to avoid this happening again. She felt the shocking mainly around the battery site and the site was below her arm, near her ribs and it would shoot down to her waist and sometimes into her thigh on the left side. It was noted there were no falls or trauma. Reprogramming was performed and the patient had 0.2v for one and 0.5v on the other program. She eliminated some electrodes and the patient was getting decent coverage with better amplitude. The patient was on 2.4v now and the manufacturing representative thought 0-3 or 0-7 was where the problems were for the patient based on previous programming. Impedance testing was not performed as 0.25v was too high for the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device replaced on (B)(6) due to the shocking. The patient was doing some landscaping on (B)(6) and did something to cause themselves more pain. The patient was hoping that their new device could help capture that pain.